Event description:
The customer's family or friend reported via phone call that the insulin pump had unresponsive buttons. The caller stated that the issue recurred a few times. She stated that the buttons would not respond after numerous presses, but after the insulin pump was left alone for a few minutes, buttons became responsive again. The caller did not know the customer's blood glucose reading. The caller did not observe any significant events leading to the keypad. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.